Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the ultrasound bronchofibervideoscope was leaking, there was resistance during the first attempt to puncture the lymph node, and the end part of the scope fell off. The issues occurred during a diagnostic procedure. There was no patient harm or user injury reported due to the event.